Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she had a compromised force sensor system alarm on the insulin pump. Customer's blood glucose was 331 mg/dl at the time of the incident. Customer stated that she was stuck in the rewind complete/bolus delivery loop. Customer was advised to disconnect from the pump. Customer stated that the drive support cap appears normal. It was explained that the possible cause of the alarm was during seating, the force sensor did not detect the reservoir. Customer was advised that the pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
The insulin pump alarmed prime during priming due to motor with high current draw. We were unable to perform displacement test due to motor anomaly. The insulin pump was received with cracked case at display window corners and minor scratches on lcd window.